Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and seizure ("seizures") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included alprazolam (xanax), clonazepam (klonopin), sertraline (zoloft) and venlafaxine (effexor). In june 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced bacterial infection ("bacterial infection"). On (B)(6) 2016, the patient experienced depression ("depression/ major depression") and anxiety ("anxiety"). In september 2016, the patient experienced fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). In 2017, the patient experienced endometriosis ("endometriosis"). In august 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In march 2018, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had bilateral laparoscopic salpingectomy; removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, weight decreased, abdominal pain and vulvovaginal pain had resolved, the genital haemorrhage, bacterial infection, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown and the anxiety, migraine and seizure was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, seizure, vaginal discharge, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain; endometriosis most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Indication added. New events added: bacterial infection, migraines, headaches, endometriosis, nausea, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, hair loss, abdomen pain, vaginal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), major depression ("depression/ major depression") and seizure ("seizures") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included alprazolam (xanax), clonazepam (klonopin), sertraline (zoloft) and venlafaxine (effexor). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced bacterial infection ("bacterial infection"). On (B)(6) 2016, the patient experienced major depression (seriousness criterion medically significant) and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). In (B)(6) , the patient experienced endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had bilateral laparoscopic salpingectomy; removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, major depression, migraine, headache, abdominal pain and vulvovaginal pain had resolved, the genital haemorrhage, bacterial infection, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown, the anxiety was resolving and the seizure and weight decreased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial infection, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, major depression, migraine, nausea, pelvic pain, seizure, vaginal discharge, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2010: transvaginal ultrasound (tvu): does not know results. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain; endometriosis. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events outcome updated for migraine , headache , weight loss & seizures were updated. Concomitant & historical conditions drugs were update. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.